Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and replaced the loose/broken camera foot pedal to resolve the issue. The system was tested and verified as ready for use. Isi received the foot pedal involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa noted the camera pedal comes off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) stated that the camera foot pedal was about to come off. The cta reported that the customer noted it during a procedure and switched over to the other console. The isi technical support associate (tsa) questioned if the foot pedal was functioning, and the cta informed that the customer did not use that console. The customer was aware of the issue and used another console. The procedure was converted to another system with no reported patient harm, injury, or adverse outcome.